Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was noticed in a line of a homechoice cassette without an alarm during peritoneal dialysis therapy. This event occurred during use with patient involvement. The care giver had to stop the homechoice claria and set it up again due to the empty heater bag. The bag had completely emptied and air had got into the lines, causing the machine to stop. The homechoice kept on flushing which led to all of the fluid being removed out of the heater bag without refilling. All clamps connected to dialysis bags were open and checked. There was no report of patient injury or medical intervention associated with this event. No additional information is available.